Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, non-recoverable errors on universal surgical manipulator (usm) #1. The onsite logs show errors: 40067, 40106, 1166 on usm net #1. The customer stated that they have rebooted 3 times prior to calling in. The customer did a hard reset and reseated all fiber cables, but the errors returned. The customer was not getting a disabled arm message so they could not disable usm #1 net. Technical service engineer (tse) asked the customer if they have another patient side cart (psc) that they could use and they stated that it was in use at this time. It was unknown how the procedure was completed and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) inspected system for getting non-recoverable errors on usm #1. Fse initialized system at normal startup and performed usm tests on entirety of arm 1 (usm, tornado, suj distal outer, suj proximal (prox) outer, flex) by moving each component to their respective hard stops. Fse noted on inspection of suj prox outer, was able to recreate issue by moving suj prox outer towards flex hard stop. Fse noted on movement of suj prox outer to hard stop, non-recoverable error 40067, 40106 was seen. Fse replaced suj prox outer to correct issues with non-recoverable faults error 40067 and 40106 according to isi procedures. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set up joint (suj) is pending failure analysis investigation. The complaint regarding non-recoverable errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
The proximal set up joint (suj) unit was returned to intuitive surgical inc (isi) for failure analysis and the reported failure of error 40067 was not reproduced. The errors fault was confirmed via system log review. The suj was installed in an in-house system and did not trigger any errors. The test unit was subjected to further testing an failed fiber cable power test multiple times confirming defective components (axes controller unit, fiber optic cable, and horizontal harness).

Event description:
Refer to h10/h11 for follow-up information.